Manufacturer narrative:
(B)(4). Concomitant product(s):- unknown head, unknown cup, unknown stem. Report source: - literature- sueyoshi, t., keating, e. M., ritter, m. A., meding, j. B., & brunsman, m. J. (2016). Early clinical outcomes with a 3-d porous titanium acetabular cup. Open journal of orthopedics, 06(06), 121-125. Doi:10.4236/ojo.2016.66018. Reported event was unable to be confirmed and part number / lot number of device involved in the incident is unknown. Device history records review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR repots were filed for this event. Please see associated reports: 0001825034-2017-06013, 0001825034-2017-06015, 0001825034-2017-06016.

Event description:
It was reported that a patient was revised due to infection on an unknown date for an unknown reason. Attempts have been made and no further information is available at this time.